Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that while impacting the femoral component, the black impactor pad shattered. The reported malfunction did not result in any adverse events.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received. Photographs provided confirm fracture of the pad. The DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.